Event description:
Per provider, the caster is broken apart.

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. Invacare awareness date (B)(4) 2012. Complaint was not given to regulatory affairs for processing until (B)(4) 2013.